Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8 mm maryland bipolar forceps instrument had a broken cable. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm maryland bipolar forceps instrument to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint. The instrument was analyzed and it was found to have a dislodged conductor wire at the distal end. A segment of the conductor wire was sticking out such that the wire protruded above the outer surface of the main tube. The wire insulation was not damaged. No signs of thermal damage were observed. Additional observation(s): the grip cable was loose at the distal end. The probable root cause of a dislodged conductor wire is attributed to component susceptibility to damage through external collisions, during use, or during reprocessing. The probable root cause of loose grip cable is attributed to a loss of cable tension due to a cracked/broken clamping pulley/input shaft. Cracked/broken pulleys, shafts, and disks inside the housing can be caused from incorrect cleaning or sterilization techniques used during reprocessing. A cracked/broken clamping pulley at the proximal end can cause the cable to become dislodged, so cable tension is lost, and results in the cable becoming derailed or loose at the opposite distal end. Correction to section d: primary product batch/lot number was updated to k11231201 0031.

Event description:
Refer to h11 for follow-up information.